Event description:
It was reported that the patient underwent a transforaminal lumbar discectomy at l4-5 and l5-s1, arthrodesis at l4-5 and l5-s1 using lumbar cage bone graft and rhbmp-2/acs, application of pedicle screws and rods from l4-s1. The patient reported mild tingling sensations post op. At 194 days post-op, the patient presented with low back pain radiating down both legs and occasional numbness in either foot. Patient had a back fusion on (B)(6) 2008, patient reports he is feeling somewhat better but still hurting. MRI shows mild bulging disc at l4-4 and l5-s1. Patient was diagnosed with low back pain and lumbar radiculopathy. Medications include lodine, loratab, celebrex, and lyrica. At 300 days post-op, the patient underwent lumbar epidural steroid injection, discharged with no prescriptions. At 321 days post-op, the patient underwent lumbar epidural steroid injection, discharged with no prescriptions. At 342 days post-op, the patient underwent lumbar epidural steroid injection, discharged with lora tab 5mg. At 595 days post-op, the patient presented for follow up. Patient had previously been given injections for pain but states he has gained weight because of the injections and would like to stop injections. Still complains of neck pain. At 685 days post-op, the patient presented for follow up. Patient complains of neck pain and feels it is associated with pain in his lower back. At 831 days post-op the patient presented for follow up visit due to chronic pain. Loratab helps with the pain for 2 hours at most. Patient given loratab 7.5/500 #60 1 pill twice a day for pain, no refills. Flector patch 2 boxes, apply 1 patch to painful area for 12 hours, remove and replace. Return in 3 months. At 935 days post-op the patient presented for follow up. Per physician's notes, patient has moderate consistent fluctuating back pain, pain radiates to left calf and thigh. At 1026 days post-op the patient presented for follow up. Per physician's notes, patient has moderate and constant back pain, pain fluctuates and is persistent to lower back and radiates to left and right calf, left and right feet, and left and right thighs. At 1152 days post-op the patient presented for follow up. Per physician's notes, patient has moderate but constant pain in lower back. Patient describes as dull ache. Pain goes down both legs but is worse in left leg. Patient has had some numbness in left leg and foot. At 1245 days post-op the patient presented for follow up. Per physician's notes, patient has chronic low back pain says pain is high and has increased. Lower back radiating to left calf, right calf, left foot, right foot, left thigh, right thigh, and buttocks. Lumbar spine has tenderness and moderate pain with motion. At 1327 days post-op the patient presented for follow up. Per physician's notes, patient has back pain persistently, lower back radiating to left calf, right calf, left foot, right foot, left thigh, right thigh, and buttocks. Patient says he has been put on anti-depressants. At 1406 days post-op the patient presented for follow up. Per physician's notes, diagnosed with sciatica due to displacement of lumbar disc, patient taking epidural steroid injections for pain, says physical therapy made pain worse, patient given hydrocodone 10mg. At 1595 days post-op the patient presented for follow up. Per physician's notes, the patient appeared depressed and wanted lorcet and left without making a fu. At 1700 days post-op the patient presented for follow up. Per physician's notes, patient presents with back pain and wishes to be placed back on lorcet. Diagnosed with post laminectomy syndrome of lumbar region.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.